Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen showed a sad face with an experiencing error message for about 15 to 20 minutes. A technical support specialist (tss) reported that information was received from the customer indicating that a user had seen an error message on the station, and after the power switch was flipped, the station returned to the password screen. The tss connected to the station remotely and confirmed that it was running under the application account with no issues appearing in the activity records. The tss noted that the field service representative had already confirmed that the problem was resolved after the customer rebooted the station, and no further issues were reported afterward. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen displayed a sad face with an experiencing error message for approximately 15 to 20 minutes. The customer flipped the power switch, after which the screen came back up and prompted for the password. However, there were no delays or adverse events or injuries reported based on this event.